Event description:
Customer reported out of specification readings from the passport 2 monitor that may have affected pt co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative calibrated the co2 board. Upgraded the cpu software. Safety tested the monitor to factory specifications.